Manufacturer narrative:
The device was returned to olympus for inspection. The event date is unknown and will be provided if received. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had dirt in the field of view. There was no patient involvement.